Manufacturer narrative:
Correction number: 1627487-12192011-003-r. UDI (di) : (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported her ipg is inoperable. The patient also reported she has not used or charged her ipg in approximately 2 years as she did not want to completely reply on it. The patient stated due to an unrelated illness, she always had to lie down when using the scs system. The patient is without stimulation. However, the patient now wants to use the system again. The patient may undergo surgical intervention as the next course of action.